Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient came in for battery replacement related to eri. The clinical specialist interrogated battery prior to battery replacement and patient had contact seven and contact 15 that were (B)(6) . Patient states he doesn¿t know how they would have become damaged. During intra op, impedance check contact 437 and contact 12 through 15 were showing greater than (B)(6). The patient's doctor was made aware that more contacts were showing high impedance than prior to the battery exchange. The doctor wiped the lead and re-inserted several times and was unable to get any more contacts within range. The doctor did stay the lead seemed flimsy at the point of battery insertion.  The cause of the issue was unknown.  The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# v010481 serial# implanted: (B)(6) 2006. Explanted: product type lead product ID 97716 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(6), ubd: 28-jul-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.